Event description:
At approximately 2200, this rn was flushing the feeding tube, that is attached to patient, with sterile water. The name of the feeding tube is presumably kangaroo feeding tube with iris technology 12 fr. By y-site location, at the port that has a tag attached "for enteral fluids only", the hard plastic part came apart from the rubber piece. No detectable damage, loose parts or broken pieces were observed, but the plastic and rubber pieces would not stay sealed when attempting to put together. Tape was used to hold two pieces together since the two pieces appeared to easily come apart. No leaking at the site observed afterwards. Rapid response nurse and charge nurse were notified and assessed tubing at bedside; recommending to leave feeding tube in, as long as there is no leakage, and reassess the need for replacement in the day time. The kangaroo feeding tube with iris technology was not used, due to patient refusal and was removed.